Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm force bipolar instrument jaws would not turn properly.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. This caused loose pitch cable at the distal end. The loose cable causes jaws not to turn properly.